Event description:
This complaint is reportable based on information received on (B)(6) 2010. Same case as MDR ID #: 2134265-2010-00711. It was reported that during a percutaneous transluminal coronary angioplasty procedure, catheter removal difficulties and a balloon rupture occurred. The lesion was located in the mid right coronary artery (rca). The physician successfully deployed a 4.0mm x 24mm taxus stent in the mid rca. The physician advanced an unspecified guide wire and the 4.0mm x 15mm apex monorail balloon catheter through the previously deployed stent and into the 'side branch' of the rca to perform a kissing balloon technique with the taxus 4.0mm x 24mm stent delivery system. The apex was inflated to 8 atms for 19 seconds, and then inflated again to 6 atms for 25 seconds. Finally, the apex was inflated the third time to 4 atms for 80 seconds. Next, the physician attempted to remove the apex balloon from the lesion, however, resistance was encountered. Once the apex was removed from the patient, the physician noted that the balloon had ruptured. The physician successfully completed the procedure with this device. No patient complications were noted and the patient's status was reported as 'fine'. Returned product revealed that the taxus liberte shaft had burst.

Manufacturer narrative:
Device evaluated by manufacturer: the returned device consisted of a severely damaged 34cm segment of the stent delivery system. The shaft was stretched and elongated and contained a longitudinal tear that extended over a majority of the device length. An examination of the material surrounding the damage did not reveal any evidence of material or manufacturing deficiencies that would have contributed to the event. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The returned device did not have the manifold portion to identify the batch number. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
This complaint is reportable based on information received on (B)(6) 2010. Same case as MDR ID #: 2134265-2010-00711. It was reported that during a percutaneous transluminal coronary angioplasty procedure, catheter removal difficulties and a balloon rupture occurred. The lesion was located in the mid right coronary artery (rca). The physician successfully deployed a 4.0mm x 24mm taxus stent in the mid rca. The physician advanced an unspecified guide wire and the 4.0mm x 15mm apex monorail balloon catheter through the previously deployed stent and into the 'side branch' of the rca to perform a kissing balloon technique with the taxus 4.0mm x 24mm stent delivery system. The apex was inflated to 8 atms for 19 seconds, and then inflated again to 6 atms for 25 seconds. Finally, the apex was inflated the third time to 4 atms for 80 seconds. Next, the physician attempted to remove the apex balloon from the lesion, however, resistance was encountered. Once the apex was removed from the patient, the physician noted that the balloon had ruptured. The physician successfully completed the procedure with this device. No patient complications were noted and the patient's status was reported as 'fine'. Returned product revealed that the taxus liberte shaft had burst.

Manufacturer narrative:
(B)(4)